Event description:
It was reported that the patient was admitted to the hospital due to pneumonia. Upon device interrogation, atrial under sensing was noted. The device was changed from ddd mode to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.